Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lateral interbody fusion(olif) surgery at l2/3 due to degenerative scoliosis. Intra-op, while inserting the cage at l2/3, one third of the cage was broken when half of the cage was in the patient. The surgeon tried to remove the cage, but failed. The anterior two thirds of the cage was continued to be implanted. There was a delay of less than a 60 minutes in overall procedure time as a result of this event. Patient complications were unknown at this time.